Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient complained of feeling bad with chills and malaise. There was yellowish fluid discharging from the pocket incision site. The patient was hospitalized and was treated with antibiotics and additional antibiotics post-discharge while under the clinic follow up. It was then decided that pocket revision was considered necessary and it was successfully performed on (B)(6) 2016 with no complications and without sequelae. The system was later explanted due to ongoing infection.